Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges tilt and vena cava peroration. The patient further alleges shortness of breath, chest pain, leg swelling, right leg numbness, severe right upper thigh pain, right leg limp and weakness, mental anguish, limited mobility, blood clots, dvt, and pe. (B)(6) 2021, per a report from computed tomography; ¿mild posterior tilt of the ivc filter without evidence of strut fracture, bending, or migration. Inferior aspect of all 4 struts extend beyond the ivc wall.¿

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g4, h4, annex e, annex f, annex a, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: pulmonary embolism, vena cava perforation, dvt/blood clots, tilt, shortness of breath, chest pain, leg swelling, right leg numbness, severe right upper thigh pain, right leg limp and weakness, mental anguish, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, chest pain, leg swelling, right leg numbness, severe right upper thigh pain, right leg limp and weakness, mental anguish, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, annex g, annex b, annex c, annex d, and h6. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2022, per a report from medical opinion; ¿filter identification is based on the medical records and imaging provided. The patient¿s ivc filter is a cook celect retrievable ivc filter deployed in the infrarenal ivc at the l2-3 level, with the filter apex positioned below the renal vein confluence. The implanting physician¿s operative note indicates that a ¿bard gunther-tulip¿ ivc filter was deployed. This is not correct. The patient¿s filter is a cook celect ivc filter. No clinically significant tilt was apparent immediately after deployment. The patient¿s cava was normal in caliber, measuring 22 mm, on the pre-placement CT study from (B)(6) 2018. The cava was free of clot at the time of filter deployment. The patient¿s most recent CT imaging, from march of 2021, shows her ivc filter to be tilted posteriorly (16 degrees), with the filter¿s apex and hook perforating through the posterior caval wall an extending out into the retroperitoneal fat just below renal vein confluence. The filter itself, remains within the patient¿s infrarenal ivc at the l2-3 level. All four (4) of the filter¿s primary struts (legs) perforate through the caval wall by a distance of 3 mm or greater. The filter¿s perforating medial strut impinges directly on the wall of adjacent aorta. The perforating posterior strut impinges on the anterior aspect of the underlying l3-4 disc. No strut fractures or missing filter components are identified. The patient¿s 2021 CT study was performed without IV contrast and I cannot reliably evaluate for caval thrombosis, wall thickening, caval stenosis or clot within the filter without venous contrast enhancement.¿